Event description:
User claimed that the insulin syringes were not working properly. "They won't draw up any fluid or they get to certain amount of fluid drawn" and user would have to "pull and tug to get them filled". User said that multiple needles were bent and that three out of every ten syringes were defective.